Event description:
Pump was set to delivery 20 ml/hr, but the pt received 120 ml/ in 30 mins. Pt was vomitting and choking. Pt was taken to the hosp by ambulance kept overnight and released. There was no illness, injury or med intervention resulting from the event. One pt involved.